Event description:
Reporter indicated that a vns pt had their pulse generator replaced due to battery end of service. The explanted generator was subsequently returned to manufacturer for product analysis. Product analysis confirmed that battery life indicator did indicate that the battery was at or near end-of-service. The limited programming history that was available indicated that generator longevity was within expectations. Additional testing detected the r35 resistor was out-of-specification. Once the resistor was reselected, testing yielded results within normal limits. The out-of-specification resistor did not impact the device performance and would likely have a minimal impact on the battery longevity.